Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 29-sep-2020. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l20087.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 08/10/2020, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false positive result of 0.29 ng/ml on a patient. There was no patient information at the time of this report. I-stat (B)(6) 2020 1800 <0.02 ng/l 1, roche hstnt (B)(6) 2020 ni 13.1 ug/l 1, I-stat (B)(6) 2020 0832 0.29 ng/l 2 , roche hstnt (B)(6) 2020 ni 11.7 ug/l 2 , I-stat (B)(6) 2020 1230 <0.02 ng/l 3, roche hstnt (B)(6) 2020 ni 11.5 ug/l 3. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. Despite what the facility reported, operator error was inconclusive and there was no evidence the patient suffered an mi. The investigation is underway. Per I-stat system manual: art: 714258-00t. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).